Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Niehaus et al. "Experience of total knee arthroplasty using a novel navigation system within the surgical field." The knee. (2016).

Event description:
A journal article reported one patient's component outcome was implanted 7 degrees valgus following total knee arthroplasty. No patient harm or intervention reported.